Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized. The blood glucose reading was 555 mg/dl at the time of emergency room visit. Customer stated that she had an issue with her infusion set the insulin was coming out from the quick release. Nothing further was reported.